Event description:
The customer reported intermittent paddles ECG signal loss and recovery during transport monitoring. There was no adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported intermittent paddles ECG signal loss and recovery during transport monitoring. There was no adverse patient impact. The philips (B)(4) evaluated the device and diagnosed this to be a paddle set malfunction. The bench replaced the paddle set to resolve this malfunction.